Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported her insulin pump was alarming with no delivery. Customer's blood glucose was 309 mg/dl. Troubleshooting was performed. Insulin did not exit during a fixed prime. Customer was advised to replace the infusion set and reservoir. Customer was able to push insulin through with a plunger, slowly, with a new set. The reservoir may have been occluded. The customer will not be returning the reservoir for analysis.